Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify external ram error, unexpected restart, history error or unexpected alarms due to blank display. The insulin pump was had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump went dead. They inserted a new battery in the insulin pump. The device would not allow them to input their blood glucose. The customer¿s blood glucose during the incident was 260 mg/dl. The device had a displayable history check failed on startup alarm. The alarm occurred twice within a week. The device was returned for an analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify external error, unexpected restart or displayable history crc check failed on startup alarms due to blank display. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.